Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide an answer for each patient: patient 1: (B)(4). Did the needle fall into the patient? Yes. If so, was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were implemented to retrieve the broken piece? "They looked for it and they found it." Was there any additional tissue damage resulting from the search for the needle piece? No. Does a fragment of the needle remain in the patient¿s tissue? No. What is the current status of the patient? Doing well. Please provide the source or name of person providing answers to follow-up questions: the or manager, (B)(6). Patient 2: (B)(4). Did the needle fall into the patient? No. Does a fragment of the needle remain in the patient¿s tissue? No, a needle did not fall into this patient. What is the current status of the patient? Doing well. Please provide the source or name of person providing answers to follow-up questions: the or manager, (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the rep that during two unknown procedures that while suturing the subcutaneous layer of tissue the needle broke off. Unknown if the broken fragment was retrieved from either patient. No product returning. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected information: h6 (b18 - device discarded). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.